Event description:
It was reported that the customer experienced diabetic ketoacidosis and gave birth. The newborn reportedly suffered severe injuries and death as a result of the customer's diabetic ketoacidosis. The customer was using the insulin pump at the time of the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The following allegations were received from the office of the customer's legal representative. The customer had a blood glucose reading in the 100's the night of (B)(6), at 32 weeks gestation. The customer went to bed and woke up shortly after midnight with nausea and vomiting and a high blood glucose in the 400's. The customer immediately went to the hospital and it was found that she had gone into diabetic ketoacidosis. The customer had no sign of infection or any precipitating factor for diabetic ketoacidosis. The baby was delivered in the early morning of (B)(6) and passed away on (B)(6) 2013 due to severe hypoxic ischemic encephalopathy and mulit-organ system failure.